Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the handle broke during attempted deployment and the clip failed to release from the catheter. Reportedly, the clip was temporarily stuck on the mucosa until eventually, the clip was removed from the patient. It was also noted that the control wire was kinked inside of the handle. The procedure was completed successfully. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.